Event description:
The door covers of the plum pumps come off on a regular basis. There is a small tab on the end of the plum door that keeps it in place and it is continually being ripped off. All of our plum pumps are affected (approximately 300 pumps all approximately 2 years old). The manufacturer has been notified and instructs us to put on new doors. No solution to the problem has been found. The pumps are subject to normal wear/tear in the hospital environment. The plastic piece that holds the door in place seems flimsy and should be more sturdy. The biomedical engineering department routinely sees 10 devices per week for this type of repair. There is no warning that the door will fall off. This type of problem allows patients/visitors access to the internal workings of the pump. This type of device problem also can delay critical care/therapy for the patient (example: infusion of vasopressors) until a replacement pump is located and in place. ====================== manufacturer response for hospira plum pump a+, plum a+ (per site reporter)======================I have not received a response from hospira yet on the doors. I have told the service technician for hospira.